Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report

Event description:
It was reported the patient was unable to get their system into MRI mode. Surgical intervention was undertaken on (B)(6) 2019 where the lead was repositioned. Issue resolved.